Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test (B)(4). Sensor failed per specifications due to high readings.

Event description:
The customer reported via phone call that they had calibration error alert, change sensor alert, and also had a high blood glucose level of 430 mg/dl. Troubleshoot was performed for sensor but was inconclusive. The product was returned for analysis.